Manufacturer narrative:
(B)(4). It was reported pull off: suture needle issue. One empty opened overwrap, an empty opened straight pack folder, five detached needles, two needle-suture pieces and a suture piece were returned for analysis. The product code is multi-strand and required four strands double armed per packet. During the visual inspection of five detached needles, marks at the body of the needles and no remnant at the barrel hole could be observed. Also, the suture was reviewed and no insertion issues were found, the force used to detach needle from the suture could not be determined in addition, three needle-suture pieces were visually inspected, marks at the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the suture was detached from the needle easily during continuous suturing on the vein¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify 'this event occurred in a row. Did more than 1 device had needle pulled off during use? No further information is available. If yes, how many? Any unexpected outcomes or complications, alteration in procedure or post op care due to extended surgery time? No further information is available. If yes, explain. Device return status/ follow up - when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6)2019 and suture was used. During the procedure, the suture was detached from the needle easily during continuous suturing on the vein. It was not a control release needle. This event occurred in a row. Another package was used with no problem. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.